Event description:
The customer reported that the unit continues to beep and fluoro. The system was rebooted and worked well afterwards.

Manufacturer narrative:
(B)(4). The ge service rep could not duplicate the malfunction. He checked the power supplies, interconnect cable, and reseated u36 on ffb. He found 5vdc in workstation at 4.6vdc and after reseating fuse, it came up to 4.96vdc. He reloaded the software as precaution.